Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting a co2 re-breathing error message. The device was in use on a patient at the time the reported issue was discovered; however, the device was removed from service with no harm to the patient or user. There was no medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated that while device was in use, the device was giving error message co2 re-breathing error message. The rse trouble shot with customer, and the customer found that when put into service mode and checking pneumatic screen, average air slpm was reading -15.5. The rse informed the customer that with these results and the co2 rebreathing error, the manufacturer recommends replacing the flow sensor assembly. The customer stated they will order and callback if further assistance is needed. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 03dec2024, 20dec2024, and 07jan2025 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.